Manufacturer narrative:
This lv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a rise in pacing threshold measurements due to a potential micro-dislodgement. Surgical intervention was performed and the physician attempted to reposition the lv lead but it dislodged. The physician then tried to insert a guidewire into the lv lead but the guidewire ended up piercing through the lead insulation and coming out the other side. The lv lead was then explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a hole in the silicone insulation just distal to the fluoroscopy marker, most likely created when the stylet escaped the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Resistance measurements throughout were within normal limits however pressure test results were out of specification due to insulation damage from puncture hole. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.